Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 1.5cm sized stone was captured using a trapezoid¿ rx basket. However, when the physician attempted to crush the stone, the wire inside the cannula broke. The physician felt that the hardness of the stone caused the wire to break. Additionally, the basket was opened when the wire broke, hence; the stone was easily removed from the basket. The basket was successfully removed from the patient thus, ending the procedure. The physician scheduled an eswl procedure a few days later. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of handle cannula broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.